Event description:
It was reported that the procedure was to treat a 75% stenosed lesion in the proximal left anterior descending artery with mild tortuosity and moderate calcification. Pre-dilatation was performed with the 3.0 x 15 mm voyager nc balloon; however, the balloon ruptured during the first inflation of 12 atmospheres, for 20 seconds. The voyager was removed without issue, and a non-abbott balloon was used to continue the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough. Guide cath: taiga 6f jl3.5. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Return of the voyager nc catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, and/or the moderately calcified lesion, such that the balloon ruptured upon the first inflation at 12 atmosphere which is below the rated burst pressure (rbp). To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. Although the device was not returned for analysis, based on the information received with this complaint, the reported balloon ruptures appears to be related to circumstances of the procedure.